Event description:
It was reported that the patient was hospitalized for multiple reasons, unrelated to the implantable pulse generator (ipg) system. However, a right ventricular (rv) lead perforation was noted during device evaluation. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.